Event description:
On (B)(6) 2013, it was reported that there was a line going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed on the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Iu confirmed the meter for display defect; a thick vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the ten digits of the bg and decimal point of bolus results during the simulation test; therefore misinterpretation is possible. Upon powering the meter on by strip insertion the solid lines appear on all screens and during performance testing.